Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon was able to retrieve half of the component. The hosp has reported no pt injury occurred.